Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service report, this complaint can be confirmed. It was found during evaluation that the motor rotation was blocked due to rusted motor and the cable was in bad condition. Further, the resistance value of the keyboard was out of tolerance limits. The motor, cable and keyboard were replaced to resolve the issues. After repair, the device was found to be working. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. User mishandling and/or lack of maintenance can be the most probable root causes of the defective cable. With the available information, we cannot determine the root cause of the drifting resistance value of the keyboard. The corroded motor and defective cable & keyboard would have caused the device not to function as intended by the customer. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the customer that before an unknown procedure the device didn¿t work. No consequence on the patient. There was a delay of 5 minutes on the procedure. A spare device was used to complete the procedure. No further information available.